Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip got caught on the chords and was deployed in place which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral regurgitation and the clip was implanted at a2/p2. A second cds was advanced and when being placed medial to the first clip, the clip got entangled in the chords at a3/p3 and had to be deployed in place capturing the leaflets. A small posterior flail was noted at p3 commissure location. Two clips implanted reducing mr to 1. The procedure was ended, and the patient was stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported entrapment of the device and tissue damage appear to be a result of procedural circumstances. However, the reported adverse events of tissue damage as listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. Lastly, the reported unexpected medical intervention was a result of cases specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labelingb5. Describe event or problem. Relevant test/laboratory data health effect - clinical code 4582 removed.

Event description:
Subsequent to the initial report, the following information was clarified: two clips implanted reducing mr to 2-3. No additional information was provided.